Event description:
During follow-up, a loss of capture was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in two pieces with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information indicated the physician suspected the loss of capture to be due to micro-dislodgement.